Event description:
Customer called to report high blood glucose levels. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.